Event description:
It was reported that the atrial lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: d274trk ICD, implanted: (B)(6) 2011. Product ID: 1258t, st. Jude lead implanted: (B)(6) 2011. (B)(4).